Event description:
The rptr stated that he did back to back blood glucose tests, one after the other, using different finger sticks and strips. The results were 101 and 201 mg/dl. He did not have any symptoms. On follow-up, the rptr stated that he has difficulty getting a blood sample, and that he did not get enough blood for the first test. The lifescan rep reviewed testing procedures, blood sampling technique, and discussed meter/lab comparisons with the rptr.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8